Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event, see also 0001032347-2015-00451, 00452 and 00454. Remains implanted.

Event description:
The patient reported that she experienced pain/headaches in the morning after laying on the implant; she indicates after massaging the jaw the pain goes away. The patient also stated she experienced nerve damage from her right eyebrow down to her lower lip. The patient reports she had x-rays and was told everything was in place and looked normal. The surgeon's office would not release any information, therefore the reported allegations are unable to be confirmed.